Manufacturer narrative:
A ge rep evaluated the system and repaired the image processing computer. The system operates as intended.

Event description:
The customer reported problems with the image processing computer. No pt injury was reported.